Manufacturer narrative:
This is the final report.

Event description:
A report was received that a patient underwent a pocket revision at the patient's request. The pocket was relocated to a more comfortable location for the patient. The patient is reportedly doing well.